Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported infusion sets are falling off and she has experienced high blood glucose readings, alleges the adhesive is defective. The headsets cannot be returned as they have been discarded. No adverse event alleged. Lot not provided.